Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's father reported via phone call that the insulin pump had blank display. The customer's father reported that they received a battery out limit alarm during normal use. The customer's blood glucose was over 300 mg/dl at the time of incident. The customer's father stated that they treated the high blood glucose with manual injection. The customer's father stated that the display was not blank at the time of call. The customer's father mentioned that they received failed battery test alarm but they were able to clear after inserting a new battery. The customer's father was advised to be sent a replacement battery cap. The insulin pump will not be returned for analysis.